Manufacturer narrative:
Investigation of the returned device revealed that button #2 had been fully depressed and the button #3 was not retracted fully. However, the balloon was completely retracted into the support tube. When an attempt was made to retract the introducer sheath, slight resistance was noted. Subsequent to disassembling the handle housing, button #3 and the sled assembly were inspected for anomalies that may have obstructed the balloon retraction. No anomalies were observed. However, two small pieces of sealants were found wedged in the collapsed balloon. The sealant materials may have increased the collapsed balloon's profile and present resistance during retraction. Based on the provided information and the investigation performed, the root cause for the reported event could not be conclusively determined. The review of the lhr (f1520501) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: there was difficulty in engaging the #3 button. The button was very difficult to slide back, it felt "stuck," it took a lot of force to "break the binding" and then the button was able to slide back easily. Hemostasis was achieved with this mynx ace vascular closure device. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the button #3 would not initially slide back. Procedure type: diagnostic peripheral vessel size: 6 mm stick location: medium sheath size: 6f.